Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right groin. The 90% stenosed, concentric, 22 x 2.25mm target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca) with a significant bend. A 3.5 6fr non-boston scientific guide catheter was used to engage the lesion. A non-boston scientific guidewire was used to wire the left anterior descending artery (lad). The lesion was predilated with a maverick 2x12 balloon. A 2.25 x 20mm promus elite drug eluting stent was inflated to 11 atmospheres and the stent was implanted to treat the distal rca. After the stent was deployed, angiography showed a proximal edge dissection. A 2.25 x 12mm non-boston scientific stent was implanted to cover the proximal dissection. The lesion was post dilated with a 2.5 x 8mm nc quantum apex balloon and completed the procedure. There were no further patient complications and the patient status was stable.